Event description:
It was reported that on (B)(6) 2022 at approximately 09:30 a clock, the intellivue mx800 patient monitor failed to alarm for a desat of 65%. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that on (B)(6) 2022 at approximately 09:30 a clock, the intellivue mx800 patient monitor failed to alarm for a spo2 desat of 65%. The device was in clinical use at the time of the event, no adverse event or patient harm was reported. A field service engineer went for onsite service and pulled the relevant logfiles for further investigation. The additional strips requested have not been provided. Since the reported problem was not duplicated during evaluation, the cause of the error cannot be determined.